Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 05-apr-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that a nurse saw a round piece moving in the circuit and consequently called respiratory. Respiratory replaced the product and removed the inline suction component. The foreign object then popped out. It was noted that luckily the piece did not go inward toward the patient's trachea or lungs. Additional information received on 27-mar-2018 stated that the foreign object's appearance was a type of plastic ball, white, un-circular, and about 1 cm. It was found in the t-section part of the tube and fell out of the area where the inline suction connects. The tube was in place for 10 minutes or less and was not altered prior to its usage. No further information was provided regarding the event.